Event description:
A 67 yr old female has been followed for the last seven years. She had a pacemaker implanted in 12/92. She came for her regular check-up on 9/4/96. The pacemaker was malfunctioning. On eval, a dr found one of her pacemaker leads fractured. The pt was admitted to the hosp and approriate care was given and she was discharge home.